Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the pvl and motion restricted leaflet is unknown, as no additional patient or procedural information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), one day after the successful implant of a 26 mm sapien 3 valve by tf approach in aortic position, paravalvular leak (pvl) and central aortic insufficiency (cai) were seen. Post dilatation was performed and in the evening, patient became hemodynamically unstable. On echo, it was noticed that one of the leaflets did not move, therefore, a savr (surgical aortic valve replacement) was done on pod1 and patient is doing well.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation after being used in procedure and stored inside a jar with solution the valve frame was distorted, likely due to explantation. All leaflets were wrinkled/creased, likely due to frame distortion no other abnormalities observed. Investigation is ongoing.

Manufacturer narrative:
No photograph, video, or imagery was provided for evaluation. The valve was returned to edwards for evaluation in a jar with solution and after being used and explanted from the procedure. The returned device was visually inspected for any abnormalities. The valve frame was distorted, likely due to device explantation. All leaflets were wrinkled/creased, likely due to frame distortion which restricted the leaflets in certain positions for a prolonged period of time. No other abnormalities observed. No dimensional analysis or functional testing was performed due to the condition of the returned device (frame distorted). The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. It should be noted that evaluation code ¿leaflet ¿ motion restricted-in patient¿ is similar to ¿leaflet ¿ inadequate coaptation-in patient¿, therefore, the review was performed on both codes. A lot history review did not reveal any other additional complaint related to ¿leaflet ¿ motion restricted ¿ in patient¿ or ¿leaflet ¿ inadequate coaptation-in patient¿ or ¿valve ¿ regurgitation-central leak¿ for the related work order. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work order and verifying that there has been no other complaint associated with each serial number. A review of complaint history for sapien 3 (all sizes) from october 2016 to september 2017 revealed other complaints with returned valve for ¿leaflet ¿ motion restricted-in patient¿, ¿leaflet ¿ inadequate coaptation-in patient¿, and ¿valve ¿ regurgitation-central leak¿. A review of complaint history revealed that the occurrence rates did not exceed the september 2017 control limits for applicable trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. No IFU/training deficiencies were identified. The following manufacturing mitigation are in place at edwards lifesciences to ensure all sapien 3 prime valves meet the valve specification. The frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. It is 100% dimensionally inspected and 100% visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. Leaflet components undergo multiple inspections. Leaflet thickness is measured per process sheet/ work order requirements. Leaflets are 100% tested and grouped by deflection category for subsequence process. Die cut leaflets are dimensionally inspected on sampling basis (ltpd 10%) with go/no go gage. Die cut leaflets are visually inspected on sampling basis to verify tissue slit exist under 8x magnification. Die cut leaflets are 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle). During the production flow testing, the coaptation test was performed using appropriate fixtures and instructions. The adequacy of thv valve coaptation and valve appearance are 100% inspected before and after valve holder attachment. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Although the device was returned for evaluation, without the returned of relevant procedural imagery/video, the complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 prime valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of leaflet impingement in a calcified native valve, impingement of a leaflet due to the guide wire, incorrect valve sizing, under expanded valve due to interference of calcification, leaflet damage due to post dilatation or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors above can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. The pvl leak seen post thv deployment indicated that the valve may have under expanded. As the thv requires to be fully expanded for proper function, the under expanded valve may have restricted the motion of the leaflets and led to the reported abnormal coaptation, and central regurgitation. Also, it is possible that the leaflet being impinged by calcium, in which case the motion of the leaflet could have been restricted, leading to the central regurgitation as reported in the complaint event. Additionally, it was reported that a post dilatation was performed and in the evening, patient became hemodynamically unstable due to a frozen leaflet. This indicates that the leaflet may have been damaged during the post dilatation process, leading to central regurgitation. However, without the procedural imagery and/or patient anatomy information being returned for evaluation, engineering was unable to determine the exact root cause. Since no manufacturing non-conformance or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint trending control limits, a product risk assessment (pra) escalation is not required. Although the device was returned for evaluation, without the return of relevant procedural imagery/video, the complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak were unable to be confirmed. A review of DHR, complaint history, lot history, and manufacturing mitigation did not provide any indication that manufacturing non-conformances contributed to the complaint event. A definitive root cause was unable to be determined at this time, but based on the given information, procedural factors (under expansion valve and leaflet damage due to post dilatation) likely contributed to the reported event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the september 2017 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In this case, the exact cause of the cai and motion restricted leaflet is unknown, as no additional patient or procedural information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.